Manufacturer narrative:
A steris service technician arrived onsite following the reported event to inspect the unit and was able to duplicate the reported event however, a cause of the reported event could not be determined. To resolve the issue, the technician replaced the touch panel. The unit was tested, confirmed to be operating according to specification, and returned to service. No additional issues have been reported. UDI related data clarification - this integration system qualifies as a medical device data system (mdds) and therefore UDI is not in gudid.

Event description:
The user facility reported that prior to a patient procedure the touch panel to their hv1000 integration system was frozen. No report of injury.